Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) of lot number 170465 could not be located at this time. If mentor is able to locate the mre, a supplemental report will be submitted accordingly. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor siltex round moderate profile saline breast prostheses and experienced bilateral deflations post-operatively, which was diagnosed with an office visit. As a result, the patient is to undergo device explantation on (B)(6) 2023. This report is for the left side device.